Event description:
It was reported that the implantable cardiac monitor exhibited loss of sensing. The device was not used and a new device was implanted. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.